Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported the patient's right atrial lead was explanted for infection. No further information was available.